Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. As received, the lead was cut in two sections. The damage found was sustained during the surgical procedure. The lead tip stiffness is according to specification.

Event description:
The patient presented to the clinic with chest pains. A decrease in sensing, high impedance and no rv capture were observed. Hence, the lead was replaced. A perforation was suspected, but never confirmed.